Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts from the middle and distal section of the stent were raised outwards the balloon and were stretched and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device from the guide catheter. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-december-2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. After a non-bsc guidewire has crossed the lesion, a non-bsc balloon catheter was advanced to pre-dilate the lesion. A 3.50x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the target lesion. The lesion was pre-dilated again at high pressure and the procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent damage.